Event description:
The user facility reported a patient was on an automated impella controller (aic) for mechanical circulatory support. While on support, the aic experienced a purge disc/flag issue that was resolved by switching to another console. No report of patient harm or injury.

Manufacturer narrative:
The investigation into the purge disc/flag issues issue has been completed. The automated impella controller (aic) was returned for investigation. When attempting to recreate the failure, the purge disc was unable to make complete contact resulting in a gap that caused the error of purge disc to validate sensor accuracy and perform a full functional check on the console and optical system. This report is being filed as part of a retrospective review of historical records.